Manufacturer narrative:
Mindray service verified the system produced an alarm and the customer had turned system volume down.

Event description:
Customer reported a patient had a cardiac event while being monitored on the dpm central station and the system did not produce an alarm. Mindray service verified the system produced an alarm and the customer had turned system volume down.